Event description:
It was reported that during a da vinci si cholecystectomy procedure, the initial reporter claimed that the instrumentation went through the patient's chest wall three times because the single-site 5 x 300 mm curved cannula was misaligned. The initial reporter indicated that upon inspection of the cannula, the cannula was able to turn and was broken. The initial reporter also stated that the cannula came apart into two pieces.

Manufacturer narrative:
The cannula was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). A crack around the circumference of the weld joining the tube and bowl was found. Fa noted that the tube of the cannula was able to be moved with respect to the bowl feature and this enabled the tube to be detached from the bowl. On (B)(4) 2013, isi contacted the surgeon involved with the reported event. The surgeon stated that during the surgical procedure, he did not notice or realize that the shaft or tube of the cannula was spinning from the bowl of the cannula. As a result of the cannula issue, the surgeon indicated that he compensated with the patient side manipulator (psm) by doing a lot of twisting and turning. At one point while he was compensating, the surgeon stated that an instrument pierced an abdominal muscle. The surgeon stated that no repair was needed or performed for the abdominal muscle injury. The surgeon indicated that the patient's chest wall was not injured at any time during the surgical procedure. He also stated that the surgical procedure was completed successfully and the patient did not develop any post-operative complications. The surgeon stated that it was only after the surgical procedure was completed that he realized there was an issue with the cannula. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the planned surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the single-site 5 x 300 mm curved cannula was broken and had come apart into two pieces. However, at this time, there is no indication that a patient sustained a serious injury because of the reported issue.